Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as elitech is an OEM manufacturing site. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 77487 with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 was overfilled during use.